Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Event description:
Fill volume: 151 ml. Flow rate: 3.3ml/hr. Procedure: chemotherapy. Cathplace: na. Infusion start time: (B)(6) 2023. Infusion stop time: (B)(6) 2023. It was reported that the patient was sent home with an ambit pump, and the infusion ran too quickly. No injury or medical interventions reported. Additional information received 27jan2023 reported, the infusion time was scheduled to take 46 hours, the patient arrived 2 hours early (44 hours after pump had been set up), with the pump beeping due to having already pumped the full amount in the bag. The pump indicated that it had not infused the full amount, despite the bag being empty, nor had it had it reached to 46-hour mark, it was shy about 50-70 minutes. No injury or medical interventions reported.